Event description:
It was reported that there were some issues with ventilating the patient in controlled ventilation mode. The event occurred in the beginning of the treatment. There was no patient harm. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. No parts were replaced. The technician performed the successful system checkout and put back the device in working condition. Clinical alarms were generated that suggests that a leakage affected the ability to ventilate the patient properly. Based on the above information and the findings in the received device's logs, our conclusion is that the reported ventilation issues were caused by leakages. The true source of the leakages has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).